Event description:
Boston scientific crm received information that during a recent heart catheter procedure, this patients heart rate increased and was pacing at 130 bpm. The minute ventilation setting on the device was turned off and pacing returned to normal. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.